Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a flat crease, three curved openings on the anterior side and white particles in the inner surface. A leak test and microscopic analysis were performed which identified: three striated openings. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: three striated openings due to surgical damage consistent with the use of some surgical tool.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.